Manufacturer narrative:
This report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, the patient underwent surgery for a left femoral neck fracture with unknown tfna implants and cement. Around (B)(6) of 2022, the patient felt slight pain around the left hip, but no abnormality was judged at the time. On (B)(6) 2022, because the pain did not go away, the patient was examined at the location where she had undergone the initial surgery. An x-ray was taken and cut-out was found. On (B)(6) 2022, a revision surgery was performed. This report is for an unk - nail: tfna. This is report 1 of 4 for (B)(4).